Event description:
During a coiling procedure of a right internal carotid artery/opthalmic artery aneurysm, the 1st coil went in well. The 2nd coil was positioned partially, withdrawn partially, and when attempts were made to reposition, it stretched. The coil stretched very easily. The physician tried withdrawing the whole stretched coil, but it would not come out. This left a coil remnant (long stretched platinum wire) in the artery, stretched down to the groin. Two attempts to remove the coil were made with an endovascular snare without success. The coil was left as is, and 3 more coils were placed in the aneurysm and successfully delivered after the subject coil. The case result was satisfactory, with no clinical complications to the patient.

Manufacturer narrative:
The subject device is not available for evaluation because it was implanted in the patient. A review of the device history record was performed by the manufacturer and no issues or discrepancies were found, which could potentially relate to the reported event. The device history record review showed that the subject device met all required specifications at the time of the build. The root cause of the reported event cannot be determined.